Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that the pt was presented clinically with pain in the right knee. Follow up indicated that there was a radiolucent line around tibial component along with pt history of left mobile bearing tibial failing. The tibia was implanted on (B)(6) 2009 and revised on (B)(6) 2015. The pt also had a tm patella implanted on (B)(6) 2009, but the patella was not revised. On (B)(6) 2015, it was determined that the tm patella used with the lps-mobile system was incompatible. Note that the tibia is of zimmer warsaw design control and the tm patella is of zimmer tmt design control.